Event description:
A customer reported experiencing a temperature alarm while using a pump, which was not exposed to extreme temperatures and was charging with tandem's equipment. There was no adverse impact on the customer's blood glucose level. Technical support initiated the return and replacement of the existing pump, opting to retain the charging supplies since the issue persisted with previously used supplies. A loaner pump was sent to the customer as part of the resolution process, and steps were taken to close the case after the loaner pump was delivered.